Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2024. Users were removing a tfna nail with a lag screw, inserted the helical blade through the extractor into lag screw and backed up the set screw of the nail and tried to proceed to remove the lag screw. The tip of the extractor instrument broke off.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that this was a intra operative event. Identified the lateral entry of the lag screw through the incision. Surgeon used various instruments to remove bony overgrowth and attached the tfna lag screw inserter t-handle with coupling screw. Made incision proximal to tfna nail and inserted the 3.2mm guide wire (357.399) in top of nail. Used the 16mm flexible drill bit to remove bony overgrowth at top of nail. Used the cannulated 5mm flexible screwdriver through the tfna nail extraction screw to back up the set screw inside of the nail. Attempted to remove the lag screw with the lag screw t-handle inserted with coupling screw engaged in lag screw. Could not loosen the lag screw in a counterclockwise rotation. Removed the t-handle and coupling screw and inserted the blade/screw extractor and proceeded to rotate in a counterclockwise manner until tight. Proceeding to try to remove the lag screw until we heard a sudden noise and discovered the blade/screw extractor tip designed to screw into the lag screw broke off inside of the lag screw cannulation.